Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient, on (B)(6) 2025, the patient had weakness and dizziness (vertigo). The dexcom showed a blood glucose level of 157 mg/dl, while his glucometer said it was 197 mg/dl, prompting him to call 911. Before heading to the emergency room, he self-treated himself with insulin at home. Upon arrival at the ER, his blood glucose was measured at 187 mg/dl via finger stick and 147 mg/dl on the cgm. The patient underwent several tests, and received treatment, although he was unsure of the specific medications given. He was discharged after seven hours, but still weak during the call. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.